Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the header is firmly attached to the device casing. Visual inspection noted no irregularities. No holes were noted in the seal plugs and setscrew move freely. The programmer indicated that battery capacity had depleted. Device memory was available for investigation and noted that the nominal device mode was ddd mode. Battery status data was reviewed and indicated that the battery was in the one year battery phase. Voltage measurement was taken from battery was measured at 2.558 volts. Memory notes that the one year trigger was tripped 6 times and elective replacement indicator (eri) was triggered twice. Lifetime sense and pace counts noted normal pace and sensing behavior per device configurations. Fault data was reviewed and indicated no critical faults were logged in device memory. Battery voltage was plotted and illustrated a gradual decrease of battery voltage, with no sharp drops. Hardware power was plotted and illustrated a constant use of power, only fluctuating when telemetry was utilized. Device memory indicates a battery depleting normally over device life. Longevity calculation passed; device advanced lifespan exceeded the expected device lifespan and longevity calculator indicated that the reported and calculated values of power, capacity and voltage were approximate equivalents, indicating that the device was operating as anticipated. The device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, shocking and recording functions of the device commensurate with battery voltage. Device passed longevity, passed functional testing, and device memory indicates normal battery depletion over device life. Deemed no product defect.

Event description:
It was reported that the device had reached elective replacement indicator (eri) after cardioversionwas performed. Boston scientific technical services (ts) then explained that external shock delivery should not effect device battery. Additional information was received indicating that the device had less than three months to explant. Moreover, engineering analysis showed that the battery power was normal, however the battery voltage dropped faster than expected in which cause cannot be determined. The device was explanted and was returned and was analyzed by the laboratory. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the header is firmly attached to the pg casing. Visual inspection noted no irregularities. No holes were noted in the seal plugs and set screws move freely. The device was placed on programmer and was found in primary active mode. Programmer indicated that battery capacity had depleted. Device memory was available for investigation and noted that the nominal device mode was ddd mode. Lifetime sense and pace counts noted normal pace and sensing behavior per device configurations. Fault data was reviewed and indicated no critical faults were logged in device memory. Battery voltage was plotted and illustrated a gradual decrease of battery voltage, with no sharp drops. Hardware power was plotted and illustrated a constant use of power, only fluctuating when telemetry was utilized. Device memory indicates a battery depleting normally over device life. Device passed longevity, passed functional testing, and device memory indicates normal battery depletion over device life. Deemed no product defect.

Event description:
It was reported that the device had reached elective replacement indicator (eri) after cardioversion was performed. Boston scientific technical services (ts) then explained that external shock delivery should not effect device battery. Additional information was received indicating that the device had less than three months to explant. Moreover, engineering analysis showed that the battery power was normal, however the battery voltage dropped faster than expected in which cause cannot be determined. The device was explanted and was returned and was analyzed by the laboratory. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had reached elective replacement indicator (eri) after cardioversion was performed. Boston scientific technical services (ts) then explained that external shock delivery should not effect device battery. Additional information was received indicating that the device had less than three months to explant. Moreover, engineering analysis showed that the battery power was normal, however the battery voltage dropped faster than expected in which cause cannot be determined. To date, the device remains in service. No adverse patient effects.